Event description:
A customer reported their dxc 600 instrument generated false high k (potassium) and cl (chloride) results for 3 patient samples. Na (sodium), co2 (carbon dioxide) and calc (calcium) results were suppressed (no results generated) for these same samples. The results were not reported out of the laboratory so there was no impact to patient treatment. When the issue was noticed, samples were repeated. It is unknown if the repeats were performed on the same or another instrument.

Manufacturer narrative:
A field service engineer was not dispatched. The customer support representative assisted the customer over the phone. The customer found the end of line #24 (ise buffer reagent) was not connected at the ratio pump. The customer trimmed and reconnected the line, resolving the issue. (B)(4). Customer was able to resolve the issue.